Event description:
During a right total knee surgery, just prior to the event, the bovie pencil was being returned to its holder. At that time the pencil was accidentally activated, burning a hole in the holder and a sleeve of a scrub nurse. All contaminated materials were immediately removed from the sterile surgical field and surgery moved forward. The pt's right leg has been lifted for mobility testing of the right knee. The bovie pencil was placed on the pt's operating table. Upon returning the pt's right foot on the operating table, it inadvertently was placed on top of the bovie pencil. This pressure activated the bovie pencil causing the bovie to burn through the ted stockinette and the right medial lateral side of the foot. The surgeon excised and sutured the burn area.